Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed a power loss alarm after the battery was out of the device for more than 10 minutes. Customer's blood glucose was 198 mg/dl. After troubleshooting, customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was monitor without the battery for 10 minutes. After re-insert battery no unexpected power loss alarm noted. The insulin pump passed displacement test and self test. However, the insulin pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window.